Event description:
It was reported that the unit was intermittently unable to acquire 5lead and 12lead readings. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.